Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. Although the stent was not returned for analysis, there was sufficient evidence to indicate failure to deploy during the procedure, as resistance was reported when attempting to actuate the handle. Additionally, the outer sheath was found to be stretched, and the inner sheath was found to be kinked. Taking all available information into consideration, the investigation concluded that the reported event and observed findings were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed findings. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device revealed that the inner sheath was kinked. Functional inspection was performed, during which the catheter moved freely through the luer; however, the slider could only be returned to its original position with high resistance. A destructive inspection was subsequently performed, which identified stretching of the outer sheath. No additional problem was noted with the delivery system. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2024. During the procedure, deployment of the distal flange was attempted; however, it did not open and became lodged within the catheter. Despite repeated attempts to deploy the flange, it remained constrained. The stent was removed from the patient fully covered by the outer sheath, and the procedure was subsequently completed using another axios stent. There were no patient complications reported due to this event.